Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one unsealed vascath guidewire was received for evaluation. Gross visual evaluation was performed. The stiff tip was found in the distal end of dispenser; therefore, the investigation is confirmed for component misassembled as the flexible tip should be in the distal end of the dispenser. The investigation is inconclusive for difficult to advance as conditions of use could not be replicated (attempt to advance the device through patient's vasculature). The root cause for the incorrectly loaded guidewire is manufacturing related. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. (Expiry date: 10/2024), section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a chronic catheter placement procedure, the guidewire was allegedly not loaded inside the dispenser correctly, as the ridged/stiff tip was the section of the guidewire initially coming out of the advancement system. It was further reported that the guidewire was allegedly difficult to advance; however, the procedure was able to be successfully completed with no consequence to the patient. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: g3 h11: b5, d4 (medical device lot number), h6 (device) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during a chronic catheter placement procedure, the guidewire was allegedly not loaded inside the dispenser correctly, as the ridged/stiff tip was the section of the guidewire initially coming out of the advancement system. It was further reported that the guidewire was allegedly difficult to advance; however, the procedure was able to be successfully completed with no consequence to the patient. There was no reported patient injury.

Event description:
It was reported that during a catheter placement procedure, the catheter allegedly ended up in the mediastinum instead of at the superior vena cava as it was supposed to be. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 10/2024) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: only one device was involved in this reportable event at the user facility. Additional unused lot samples from the same lot/product catalog number were returned from the customer for evaluation and investigation of this event. Six lot vascath guidewire sample was received for evaluation. Five sealed and one unsealed lot samples were received. No anomalies were noted to the lot samples. The investigation is inconclusive for the reported guidewire misassembled and difficulty in advancing the guidewire issues as the original sample was not returned for evaluation and only the lot samples were received for evaluation. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 10/2024), g3, h2, h6 (method) h11: d4 (medical device lot number), h6 (result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a chronic catheter placement procedure, the guidewire was allegedly not loaded inside the dispenser correctly, as the ridged/stiff tip was the section of the guidewire initially coming out of the advancement system. It was further reported that the guidewire was allegedly difficult to advance; however, the procedure was able to be successfully completed with no consequence to the patient. There was no reported patient injury.